Event description:
Heat pack was used on pt in preparation for IV placement. Pt later found to have partial thickness burn in area where product was applied. Please note included pictures are of an unused device (as is a single-use device), not the specific device involved with this event. FDA safety report ID# (B)(4).